Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was found to have burnt plastic on brown plastic end. The procedure was completed with no reported injury.